Event description:
It was reported that a 44-year-old caucasian female patient underwent a breast surgery with a 375cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was confirmed via MRI. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 29, 2022, the mentor failure analysis lab received the device for evaluation. On december 5, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had two (2) areas of shell abrasion. One (1) area of shell abrasion was observed on posterior view and one (1) area of shell abrasion was observed on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear (a) within the shell abrasion of the posterior view, measuring approximately 0.2 cm and a tear (b) was also observed within the shell abrasion of the anterior view, measuring approximately 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot: 5968470). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).